Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the hospital discarded the product. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a patients hip arthroplasty underwent a closed reduction of the right hip approximately four years post implantation. No further information is available.

Manufacturer narrative:
These products are used for treatment. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The device history records for were reviewed for deviations and/or anomalies with no anomalies/deviations identified that are related to this event. No corrective actions, preventive actions, or field actions resulted after the investigation of this event. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Explant date incorrectly reported initially. Product was not explanted during this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.